Event description:
It was reported that the pump shut off unexpectedly. It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer continued to use the pump for insulin therapy.